Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the buttons were hard to press. Customer stated that they did not receive stuck button alarm. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Block mode was inactive. Customer stated using the up arrow allowed them to navigate screen. Customer stated an alarm was not in progress at the time the button was unresponsive. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.